Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver had low audio output on (B)(6) 2016. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Functional testing was performed and the reported fault could not be reproduced and there was no failure related to the customer complaint. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test was performed and the test passed. An audio test with dexcom global receiver communication tool passed. The device was determined to be operating within the required specifications without malfunction. The reported event of a low audio output was not confirmed. A root cause could not be determined.